Manufacturer narrative:
The malfunction was duplicated and attributed to an open within the device's multi-function cable.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self-test. Complainant indicated that there was no pt involvement in the reported malfunction.